Manufacturer narrative:
Service was not dispatched fort his event. A bci field applications specialist was dispatched to assist the customer in understanding and interpreting the patient results. The applications specialist discussed a "hook effect" associated with the bhcg assay and how this may have affected the patient results. A clear root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc (bci) regarding lower than expected bhcg results generated by the access 2 instrument for one patient. The results were reported out of the lab. The physician questioned the initial result of 778.10 miu/ml, suspecting the results should have been much higher. Subsequent testing of the sample reproduced the lower positive results while testing of the sample using the diluted bhcg assay produced much higher results that better matched the patient's clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.